Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, however, the receiver (B)(4) that was used with the complaint device was also returned for evaluation on (B)(6) 2015. The device was visually inspected and no defects were found. Functional testing was performed on the device and no failures related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. The data log was also provided by the patient. The data was reviewed on (B)(6) 2015 and confirmed the reported event of intermittent out of range. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.